Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that hypotension, ventricular tachycardia, shock, stent thrombosis, no flow and death occurred. The target lesion was located in the left circumflex artery. After a 1.75 burr was used to ablate the lesion with good result, pre-dilation was performed using a 4.0x12 emerge balloon catheter. Then a 3.50x24mm synergy¿ drug-eluting stent was advanced to treat the lesion with a good result. The patient was sent back to the coronary care unit. However, half an hour, the catheter laboratory got a call stating that the patient's blood pressure was dropping drastically and cardiopulmonary resuscitation (CPR) was then performed to the patient. The patient was brought back to the catheter laboratory and the lesion was re-opened. After inserting contrast, it was noted that the newly implanted stent had occluded with thrombus. The physician then implanted a 3.5x24 non-bsc stent. Subsequently, the patient then went into ventricular tachycardia and was shocked several times. The physician proceeded to put in a balloon pump but before inserting the balloon pump, the physician took another image with contrast and the implanted non-bsc stent was totally blocked with thrombus resulting to no flow in lcx. The patient was then declared dead.